Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the sureform 30 stapler instrument to perform failure analysis. Failure analysis found the primary finding of advanced instrument lodged component to be related to the customer reported complaint. The sureform 30 stapler instrument was found to have a lodge component in one of the jaws. The grip axis was articulated manually and was actuating as expected (opening and closing). The lodged component was attempted to be removed; however, was not able to dislodge the material during the process. The instrument was installed an in-house and the ¿white reloads¿ would not go all way in the jaws. Unable to perform and place the instrument on in-house system for clamping and firing an in-house reloads due to the lodged component. The lodged unknown material most likely caused the issue from the field.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called in after a procedure to report that they had issues engaging the sureform stapler instrument with arm 4. The customer noted that they were able to eventually get it to engage but surgeon was unable to open up the jaws of the instrument. They replaced the stapler and was able to complete the case without any further issues. The technical support engineer (tse) viewed system logs but was not able to find any issues with the arm itself. The customer had another case to follow and would be using the stapler instrument again. The tse advised calling back in if they encounter any issues. The procedure was completed with no reported injury. Intuitive followed up with the customer however no information was received.

Manufacturer narrative:
The product has been evaluated by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The initial findings were not confirmed. The procedure logs were reviewed and confirm 4 installs of this instrument where no valid reload could detected by the system. On the final 2 installs of this instrument, a white reload was automatically detected by the system, however no clamping or firing was attempted. A reload was unable to be fully inserted into the stapler jaws, indicating a potential lodged component or damage to the lockout cover. The instrument jaws were inspected and the lockout cover was found to bent. A depression, the approximate size of a switch component, was found at the middle of the lockout cover. The depression prevents the lockout mechanism from displacing out of the channel as intended. The lack of displacement of the lockout mechanism prevents proper installation of a reload into the channel. It is likely that during the a reload installation in the field, the switch of the reload was misaligned within the channel. The user likely attempted for forcefully seat the reload while misaligned, causing the switch to interact with and bend the lockout cover. Lack of reload detection prior to lockout cover damage may have also been related to misaligned switch. Proper use of the installation tool will ensure the reload tail and switch are aligned within the channel during seating, preventing damage to the lockout cover. The root cause of the reload recognition failures in the field are attributed to the bent lockout cover, which is the result of improper reload installation.

Event description:
Refer to h11 for follow-up information.